Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient and a 21mm watchman laa closure device was advanced. Prior to deploying the device, a spontaneously formed thrombus was observed in the appendage. The procedure was aborted. The patient's activated clotting time (act) was initially 232sec post transseptal puncture; the subsequent act was 322sec. There was no intervention performed to treat the thrombus. The patient was stable throughout and post procedure.